Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the pt is unable to increase stimulation and is experiencing auto-reducing. A replacement charger was sent to no avail. Surgical intervention was undertaken on (B)(6) 2014 at which time the lead was explanted and replaced. Intra-operative testing revealed high impedances. The ipg was electively replaced during the procedure. Effective coverage was achieved postoperatively.